Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. F1908: delay of less than one hour f26: no patient impact h3, h6: no products were returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that an electromagnetic shunt case, the tracer pointer was not showing up in tracking details during registration. All used ports on breakout box were green and the touch-n-go pointer and non-invasive patient tracker (nipt), were tracking with no issues. The medtronic representative (rep) reseated the tracer pointer in the break out box with no change. She then swapped ports from port 2 to port 4 and the pointer came up in tracking window. Following the case she tested instruments used in case in all break out box ports with no tracking issues. The instrument was thrown out after being used in case successfully and being tested afterwards. The event caused a surgical delay of less than 5 minutes. There was no impact on patient outcome.